Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 325, 281mg/dl. The customer's expected fasting blood glucose test result range is 117 to 161mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 251 and 246mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date is approximately 3 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer states when she performs a fasting blood test, 2 hours after she takes her metformin (500mg) medication, she typically receives results between 117-161mg/dl(fasting) but received results of 281mg/dl (fasting) and 325mg/dl (fasting) today ((B)(6) 2017@2:50 p.m.) Without feeling any symptoms of hyperglycemia. Customer states she is not concerned with high results in meter's memory obtained before her daily dosage of metformin, which she typically takes after lunch, and is solely concerned with the two high results obtained after taking her medication today. Customer has not had any recent changes in diet, exercise, or medications. Customer performed a back-to-back blood test during troubleshooting process and obtained fasting results of 251mg/dl & 246mg/dl. Verified customer feels physically fine at the time.